Manufacturer narrative:
D4 - UDI no. - this product code is not registered with the FDA. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the oxygenator found no anomalies in the appearance. Saline solution was allowed to flow through the actual sample by gravity. Then, the actual device was fixed with glutaraldehyde solution and the housing component was removed. A small amount of clots were found to be adhering on the back side. The filter covering the fibers was removed and subjected to magnifying inspection. The adhesion of red thrombus was found on the bottom side. The fiber layer was removed from the winding in increments of 4mm and each layer was inspected under magnification. The adhesion of red thrombus was found on each layer. There were no anomalies in the state of fiber winding. The heat exchanger module, after the fiber having been removed, was subjected to visual inspection. No adhesion of clots was confirmed. Visual inspection of the reservoir did not find any visible break. Saline solution was allowed to flow through the actual sample by gravity and the actual sample was disassembled for further inspection. Adhesion of clots was found on the cr filter. No clots were found on the venous filter. A review of the device history record of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pressure increase in the capiox device. Follow up communication with the user facility confirmed the following information: the actual device was used on a patient with primary macroglobulinemia; the extracorporeal circulation was initiated with the body temperature always kept under 34°c; immediately before the termination of the procedure the pressure loss rose over 200mmhg; (4) the customer decreased the flow rate but it did not help; since this event happened just before weaning, the customer continued to use the actual device and completed the procedure without change-out; the procedure was completed successfully; and there was no patient harm.